Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement hard drive shipped to site 04/19/2017. Medtronic investigation of returned suspect hard drive confirmed the sr manager error before the application screen starts. Hard drive malfunction. On 04/20/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/17/2017 software investigation completed. Findings are that there was no software anomaly. Software is functioning as designed.

Event description:
A site representative reported that while booting their navigation system software, received an sr manager failure when trying to load the ear, nose & throat (ent) software. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.